Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer on how to replace the bent sample needle. The customer ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number g8 from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were two similar complaints for 706 syringe-l error and one 710 z1-axis error identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting as follows: error messages: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect syringe-l. Execute smp.reset. Error level: 2. Alarm level: 1. Print: 1. Error messages: 710 z1-axis error. Explanation: operation error in z1-axis. Countermeasure: inspect z1-axis. Execute smp.reset. Error level: 2. Alarm level 1. Print: 1. The most probable cause for the error 706 syringe l-error and 710 z1-axis error was a bent sample needle.

Event description:
On (B)(6) 2017, a customer reported 706 syringe-l error and 710 z1-axis error on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.